Event description:
It was reported that a device kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The was was inserted and properly positioned in the laa of the patient. The physician deployed a closure device but release criteria was not met. Upon attempting to fully recapture, the was was kinked and the closure device was unable to be pulled into the sheath. Eventually, the physician was able to fully recapture the device into the kinked sheath and removed it from the body. The patient remained stable and no effusion developed. The procedure was aborted and the patient was discharged.

Manufacturer narrative:
The returned product consisted of a watchman access system with the dilator in the sheath and the related event device the device was bloody. Analysis of the tip, sheath, and hub/valve included microscopic and visual inspection. Inspection revealed numerous kinks in the sheath and damage to the tip (inverted/misshapen/stretched). Inspection of the rest of the device found no other damage or defects.

Event description:
It was reported that a device kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The was was inserted and properly positioned in the laa of the patient. The physician deployed a closure device but release criteria was not met. Upon attempting to fully recapture, the was was kinked and the closure device was unable to be pulled into the sheath. Eventually, the physician was able to fully recapture the device into the kinked sheath and removed it from the body. The patient remained stable and no effusion developed. The procedure was aborted and the patient was discharged.